Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause of the issue of peeling of the crack of the rubber insulation cover and peeling of the light guide lens cement which led to the staining of the lens cannot be conclusively determined. The possible causes can be as follows: issues occurred due to excessive impact on the distal end. Issues occurred due to deterioration of the part concerned due to factors such as the use method and environment.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date of the device is not known. Upon inspection and testing, it was observed that there was peeling on the light guide lens cement. The device had a leak from the rubber insulation and the probe unit o-ring. User complaint of leak was confirmed. Additionally, the f-knobs had play. Wear and tear was observed on the device.

Event description:
As reported for this event, leaking was observed at the end of the rubber tip. There is no reported harm or adverse impact to any patient.